Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high for the glucometer to detect. The customer stated that the insulin pump would stop delivering insulin, and give a no delivery alarm. The customer began feeling sick, and was vomiting. The customer was told by her doctors that her pancreas was "about to blow up", and that her potassium and magnesium levels were "out of whack." The customer was not feeling well at the time of the call, and declined troubleshooting. The customer just wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.